Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to diabetic ketoacidosis and a blood glucose level over 590 mg/dl. Customer stated that she was wearing the insulin pump at the time of this incident. The customer also reported that the cannula was bent. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.